Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported the patient experienced a fall and then noted her stimulation was not providing the same level of pain relief and coverage. Impedance readings on her left lead were >3600 ohms. During revision surgery, the lead was retested and showed impedance readings of >10,000 ohms. Two leads and the device were replaced. Following the replacement, the patient was doing very well with excellent coverage to the affected area of pain. The patient recovered without sequela.